Event description:
An emergency room patient with a suspected aortic aneurysm had a creatinine test run in the x-ray department and in the laboratory before contrast medium was administered. The creatinine results were discrepant. The initial creatinine result, tested on the reflotron plus device, was 44.2 umol/l and was reported to the clinician. The patient was administered the contrast medium and the x-ray was performed without any incident. The creatinine result generated in the laboratory was tested on an unknown analyzer, possibly a siemens device, and gave a creatinine result of >400 umol/l. This result was reported outside the laboratory to the emergency room and x-ray departments. According to the customer, due to the emergent nature of the x-ray, the x-ray would have been performed even if they had known of the abnormal creatinine. The patient's aortic aneurysm diagnosis was not verified and the patient subsequently died of severe mushroom poisoning. The resultant death due to combined liver and renal failure was not related to the x-ray. The creatinine test strip lot was 23777933.

Event description:
Caller states that he tested 2.5 inr on the coaguchek xs system and 1.89 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.